Event description:
It was reported that the patient experienced premature battery switching between two (2) battery packs. The patient reported that each battery was lasting less than three (3) hours. The preliminary analysis of the log files showed premature power switching in the batteries when the power level was between (B)(4) to (B)(4). The batteries where exchanged and the patient given two (2) new batteries. The batteries will be returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) state that each battery should last for approximately four (4) to six (6) hours and those batteries with less than two (2) hours of useful life should be replaced and taken out of service. The patient is instructed to change to a fully charged battery when their current battery reaches a charge of 24%. Serial number: (B)(4), manufacturing date 2013 -09, no failure detected - the returned battery passed external visual inspection and functional testing. During testing, none of the battery cell pairs exhibited voltages below the 2.8 volts level as the pack discharged down to the 12 volts level. During review the available log file revealed no anomalies. The controller serial (B)(4) unable to identify battery ids connected to its ports because it was running an older version firmware. The battery performed as per specification. Testing completed on (B)(4) 2015. Serial number: (B)(4) , manufacturing date: 2013 -09, no failure detected- the returned battery passed external visual inspection and functional testing. During testing, none of the battery cell pairs exhibited voltages below the 2.8 volts level as the pack discharged down to the 12 volts level. During review the available log file revealed no anomalies. The controller serial (B)(4) unable to identify battery ids connected to its ports because it was running an older version firmware. The battery performed as per specification. Testing completed 01/08/2015. The issue of battery switching has a corrective action currently being investigated by the manufacturer.